Manufacturer narrative:
(B)(4).

Event description:
Rec'd info the pt felt he was recharging more than expected. The recharge intervals were reviewed and seemed to be appropriate. Pt recharges 1-2 times/day and typically recharges to 100%. Impedances were checked and out-of-range were found on combinations with 2 and 3, neither of which are programmed. Pt reports that since he rec'd a new "belt" in (B)(6), he has seen that the ins depletes more rapidly than before. Add'l info from the hcp stated the pt has not gotten worse or had increase in symptoms. Actually he is doing better. Actually to avoid "development of tolerance" the pt thinks he was having last yr-about 6 months ago-the hcp gave the pt groups to change back and forth on. Because of that, he also lowered the voltage settings. He has increased the pw though, and/or changed the electrode configurations a bit. He doesn't recall if he's added an electrode (since now we see 2 negative electrodes). He said he doesn't use electrode 2 or 3 because he didn't see efficacy from them. The pt's only complain to the doctor has been about discomfort, nothing to do with recharging. It may be discomfort due to the recharger belt, which the pt did mention. The hcp did try to change the stimulation of the case (and make 3+), but that didn't work for the pt's clinical symptoms. When he dropped the voltage, pt said the discomfort got better. Hcp will reassure the pt.